Event description:
It was reported that, "the patient underwent a hemi-hip replacement in 2006, after she fell on ice and fractured her femur. Within a couple of months the patient was experiencing increasing pain as a result of this prosthesis." It was further reported that, "the patient has been advised that she will need to undergo a revision due to the loosened femoral stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.